Manufacturer narrative:
One non-sterile smart control 6 x 80 mm was received coiled inside a plastic bag. The stent was partially deployed 0.8 cm. The locking pin was not returned for analysis. No more anomalies were found. During functional test, no anomalies were found since the locking pin works as expected, preventing a premature stent deployment. The od from the outer body and distal tip were measured and were found within specification. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure to cross-reported by the customer could not be confirmed. Neither the analysis nor the DHR review suggests that the failure experienced by the customer could be related to the manufacturing process. Procedural factors might be related with this failure (failure to cross). The exact cause of the stent premature deployment that was found on the returned unit could not be determined. Shipping or storages conditions during the return of the unit could be related. This failure does not appear to be manufacturing related. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The physician was unable to deliver the stent delivery system (sds) to the lesion in the right external iliac artery. The lesion was heavily calcified, moderately tortuous with a 90% stenosis. The lesion was not pre-dilated. There was no reported patient injury. The returned sds showed a partially deployed stent. The account is unsure if it happened during the procedure.